Event description:
It was reported that during follow up, an alert for high, out of range hv lead impedance was noted. A loose rv set screw was suspected and pocket revision was performed. The rv set screw was tightened securely and the impedances were normal. The patient was condition was stable and the device remains implanted.